Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (will not charge a battery) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was contamination on the pca board. The cause of the inability to charge the battery is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.